Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt for an atrial flutter, the clinician attached the multifunction cable to the attached paddles backwards. As a result, no energy was able to be delivered to the pt. The clinician checked the connection, reconnected the multifunction cable and the device was able to shock the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.